Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18ep2019. The manufacturer¿s international customer specialist confirmed the reported issue. The customer was issued a credit. Failure analysis on the returned gas delivery system (gds) shows that this customer returned gds system was tested with no failures identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the airflow accuracy test (pvt test 5) failed. There was no patient involvement.